Event description:
On (B)(6) 2003, the patient had two cypher stents implanted in the circumflex artery for the treatment of blockage. Since then, the patient has experienced 4-6 heart attacks on unknown dates. Unknown if treatment for the heart attacks was provided. Two years later, the patient was diagnosed with renal cell carcinoma and was treated with radiation. The son reported the patient has had two bouts of renal cell carcinoma and was treated with radiation on unknown dates. The patient experienced a recurrence of breast cancer. Unknown if treatment was provided. On this year, the patient was admitted to the hospital and diagnosed with a mild heart attack. The patient had an angiogram that showed multiple blockages. No treatment was provided described as the vessels blocked were too small to stent. Then the patient fell in the hospital bathroom. No treatment was provided. The patient was discharged from the hospital. The patient was readmitted to the hospital due to back pain. A cat scan was provided as treatment and reported no acute fracture. The patient was discharged from the hospital. Then the patient was admitted to the hospital with back pain. A bone scan showed a lumbar fracture. At the time of this report, no further information was provided.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00235. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00235. Information received through medical affairs from a patient's son indicated that the patient had multiple heart attacks and possible in-stent restenosis after having coronary artery stents implanted. The patient's medical history includes breast cancer treated with radical mastectomy, allergy to penicillin and a left bundle branch block. The son had called for MRI compatibility. On (B)(6) 2003, the patient had two cypher stents implanted in the circumflex artery for the treatment of blockage. Since then, the son reported, the patient has experienced 4-6 heart attacks on unknown dates. Unknown if treatment for the heart attacks was provided. On this year, the patient was admitted to the hospital and diagnosed with a mild heart attack. The patient had an angiogram that showed multiple blockages. No treatment was provided described as the vessels blocked were too small to stent. No other information has been provided. The sterile lot numbers for the devices is unknown therefore a device history report review could not be performed. Restenosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents and the progression of disease. With the very limited information provided it is not possible to determine what factors may have contributed to the reported event, but there is no indication that there is a design or manufacturing related issue, therefore no corrective action is required.